Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified 1mm distal of the distal markerband and extending 6mm proximally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. The pressure of the first inflation was at 6 atmospheres. During second inflation at 8 atmospheres, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 10/2.75 flextome(tm) cutting balloon(tm) was selected for use. The pressure of the first inflation was at 6 atmospheres. During second inflation at 8 atmospheres, it was noticed that the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.